Event description:
The subject device was used during a laparoscopic nissen fundoplication. After about 15 minutes use, the probe of the device was broken. The probe tip didn't fall off inside the pt. The procedure was completed with another thunderbeat device. There was no pt injury reported. Olympus received 2 devices and this report is one of two. Please cross-reference the following reports: 8010047-2015-00158.

Manufacturer narrative:
This is a supplemental report for to provide additional information. We reported in initial report that 2 devices were return about this event but it was a mistake. The number of the failed devices was one. It was reported in MFR report # 8010047-2015-00158. We found that the device reported in MFR report # 8010047-2015-00311 was the device regarding MFR report # 8010047-2015-00159 on jun 24, 2015. Therefore, we are retracting MFR report # 8010047-2015-00311.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the probe broke down at 14 mm from the distal end. There were contact marks on the surface of the probe and the jaw. The proximal end of the ptfe pad was worn. The shape of the fractured surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the results of eval, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a thick and hard tissue, as a result, the proximal side of jaw and probe came into contact with each other, and the probe cracked. After that, the probe was broken when the probe received a load. The instruction manual mentions warning and caution for possible mishandling mentioned above. This report is being submitted as a medical device report in an abundance of caution.